Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the lead was returned with the anchoring sleeve covering the distal end, the helix extended and the anchoring sleeve cut, indicating that the anchoring sleeve was moved/manipulated during the attempted implant. (B)(4).

Event description:
It was reported that after the right atrial lead was removed from its packaging during the initial implant procedure, the lead's anchoring sleeve was noted as being out of position. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.